Event description:
It was reported to covidien that a customer had an issue with some telfa pads. The customer reported that the latex alert on the outer box is too small and blends in with the rest of the print on the box. A nurse with a latex allergy came in contact with this packaging.

Manufacturer narrative:
(B) (4). An investigation is currently underway, upon completion the results will be forwarded.